Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from USA alleging there are missing products from the one touch verio iq meter kit. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The products were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter kit had missing products. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.